Event description:
It was reported that the vns patient was found to be programmed at 1ma at his first follow-up visit after implantation procedure. It was confirmed that the surgeon did not perform a final interrogation before the patient left the operating room because the diagnostics ran on the patient's device showed proper device function. The surgeon was instructed to perform a final interrogation before the patient left the operating room.

Manufacturer narrative:
Analysis of programming history.